Manufacturer narrative:
Correction to b5: remove "prior to patient use". Device is not used on a patient. The device was received for evaluation. Unaided eye visual inspection was done which observed light brown particle matter at the upper left side inside the sealed primary packaging and not touching the product. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition could not be determined; however, most likely occurred during the packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-vented high-volume inlet had particule matter in the sterile package. This issue was identified during set-up prior to patient use. There was no patient involvement. No additional information is available.